Event description:
Check valve failed in disposable tubing. This allowed saline to flow into a nonsterile portion of the equipment. When system is switched to second bottle of saline, contaminated saline irrigates the pt. Problem was discovered before pt actually received contaminated saline. Therefore, there was not an adverse event. This has been noted on several disposable sets.